Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9600 system would not fluoro. The customer had a third party make the repairs and they called for assistance. No pt injury was reported.